Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Flow sensor calibration was performed and the issue was resolved. Customer contact reports no patient information is available.

Event description:
The hospital reported a loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no report of patient injury.